Event description:
Customer reported she experienced high blood glucose. Customer stated that she went out to eat and when setting up a bolus, she noticed that the infusion set had come out of her body. She suspended that bolus. In addition the sensor was reading 216 mg/dl and her blood glucose level was at 516 mg/dl. Current blood glucose is 508 mg/dl. Customer was going to treat with a 5.8 unit bolus. Customer declined to troubleshoot for the set not sticking and stated she was working in the yard. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.